Event description:
The cypher stent dislodged inside the non-cordis guidecatheter after resistance was felt during advancement and withdrawal. The patient was a (B)(6) male. The target lesion was the mid left anterior descending artery (lad) (aha7). The lesion was a de novo, slightly calcified and slightly tortuous. There was 95% stenosis. Radial approach was chosen for the procedure. Pre-dilation was conducted with a bc (tazuna: 2.5mm) without issues. After proper inspection and prep, a cypher select plus (2.5/18mm: complaint product) stent delivery system (sds) was delivered to the target lesion, but there was friction inside a gc (mach1: 6f cjs4). Therefore, the physician retrieved the cypher select plus, but there was strong friction inside the gc during the withdrawal and only sds of the cypher select plus was retrieved from the patient. Coronary angiography was conducted and then the dislodged stent was confirmed on the gw (runthrough) inside the mid-portion of the gc and a kink was confirmed on the gc where stent was dislodged. The gw crossed distally to the target lesion. The dislodged cypher select plus stent was safely retrieved from the patient with the gc. The procedure was finished successfully with poba only. The patient was in stable condition at the procedure. The physician did not indicate any anomalies prior to use. Physician's comment: the possible cause of the stent dislodgement was because the stent might have caught at the kinked portion on the gc. It is unknown when the gc kinked.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices: gc: mach1 6f cjs4. Bc: tazuna 2.5mm. Other: terumo's ivus.

Manufacturer narrative:
The cypher select plus stent dislodged inside the non-cordis guide catheter (gc) after resistance was felt during advancement and withdrawal. It was reported by the physician that the possible cause of the dislodgment was that the stent may have caught at the kinked part of the gc. The patient was a (B)(6) male. The target lesion was the mid left anterior descending artery (lad) (aha7). The lesion was a de novo, slightly calcified and slightly tortuous. There was 95% stenosis. Radial approach was chosen for the procedure. Pre-dilation was conducted with a noncordis 2.5 tazuna balloon catheter without issues. After proper inspection without any anomalies and prepping without difficulty, a 2.5x18mm cypher select plus stent delivery system (sds) was delivered to the target lesion, but there was friction inside a noncordis gc (mach1: 6f cjs4) with excess force required in attempt to advance the device through the gc. Therefore, the physician retrieved the cypher select plus. However; there was strong friction inside the gc during the withdrawal and only the sds of the cypher select plus was retrieved from the patient. Coronary angiography was conducted and it was confirmed that the dislodged stent was on the noncordis runthrough guidewire (gw) inside the mid-portion of the gc. A kink was confirmed on the gc where stent was dislodged. The gw crossed distally to the target lesion. The dislodged cypher select plus stent was safely retrieved from the patient with the gc. The procedure was finished successfully with balloon angioplasty only. The patient was in stable condition during the procedure. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + b)(4) 2.5 x18 mm was received coiled inside 2 plastic bags. Stent was received inside a little plastic bag. Five kinks were observed at 4.5, 6.1, 15.6 and 18.2 cm from distal end and 10 and 22 cm from distal end; this condition on the shaft may be related to the way the unit was sent for the analysis. Crimping and bumping marks could be observed in the balloon. Crossing profile could be performed due to the condition of the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction could not be confirmed with analysis of the returned device. The reported stent dislodgement was confirmed. Based on the analysis, the root cause could not be determined; however, based on the reported information it appears to be due to the kinking of the concomitant gc and device interaction during advancement withdrawal against the resistance encountered due to the kink. The instructions for use outlines that the device should not be advanced if resistance is encountered. If the cause cannot be determined, the system should be removed. The precautions during use outlines that when the stent and delivery system are in the gc, remove the system as a single unit. With review of the reported information, the device history records, and returned device, there is no indication that the event is related to the manufacturing process of the cypher select plus. Therefore, no corrective or preventive action will be taken.